Event description:
Patient had anaphylaxis in operating room during neurosurgical procedure shortly after placement of surgifoam in epidural space. Required epinephrine, steroids, albuterol, antihistamines. Incision re-opened by surgeon and product removed. Patient fully recovered. Patient with known porcine and bovine gelatin allergy. Although packaging says "gelatin" there are no warnings on packaging about gelatin allergic patients and no reports in the literature about anaphylaxis to this product.